Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with unspecified antibiotics (further details not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available.